Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported random thin ablations and low energy message during surgery. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During technical onsite visit the field service engineer (fse) could not duplicate or reproduce reported event. A complete test regarding optical alignment, energy calibration and several cuts were performed to verify the depth of ablation, z-offset was adjusted five microns deeper. The unit is working as per specifications. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).